Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pain / chronic pain / pain") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. 901339) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted right after baby was born". The patient's medical history included parity 3, blood transfusion, cystitis interstitial, vaginal cellulitis, suprapubic pain, urinary hesitation, fever, chills, fatigue, shortness of breath, abdominal pain, vaginal pain, back pain, nausea, diarrhea, thyroid disorder, headache, photophobia, grand multiparity and endometriosis. Previously administered products included for an unreported indication: depo. Concurrent conditions included panic disorder, smear cervix abnormal, acid reflux (oesophageal), anemia, pernicious anaemia, anxiety, asthma, depression, deep vein thrombosis, fibromyalgia and leiomyoma nos. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("got heavier periods/I get excruciating pain- feels like glass moving around. It is a sharp, stabbing feeling. It almost fees like labour pain"), vomiting ("vomiting"), dysmenorrhoea ("periods have been extremely painful"), dysstasia ("cannot stand"), libido decreased ("sex life deeply affected"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), alopecia ("other (list): hair loss") and tenderness ("tenderness"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia had not resolved and the genital haemorrhage, vomiting, dysmenorrhoea, dysstasia, libido decreased, dyspareunia, urinary tract disorder, allergy to metals, alopecia and tenderness outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dysstasia, genital haemorrhage, libido decreased, menorrhagia, pelvic pain, tenderness, urinary tract disorder and vomiting to be related to essure. The reporter commented: consumer will have the essure removed. She was taking pain pills as treatment. Sometimes she cannot stand when she was on period and felt like she was in labor. My sex life has been deeply effected by it. I have suffered from 2012 to present. Someday cannot stand when I am not only period and it feels like I am in labor. Discrepancy to be noted in plaintiffs date of birth, previously noted as (B)(6) 1981 and in current fu as (B)(4). Discrepancy to be noted in essure insertion date as 2013. The essure was then placed. There was one trailing coil on the right and three trailing coil is on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirms fallopian tube occlusion.. Ultrasound scan vagina - on (B)(6) 2018: no evidence of essure devices in the cornual or interstitial portion of the endometrial canals. Probable position of the left essure device lateral to the left side of the uterus and limited visualization of the right essure device if further evaluation of the position of the essure devices is clinically indicated. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: genital bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pain / chronic pain / pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. 901339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted right after baby was born". The patient's medical history included parity 3, blood transfusion, cystitis interstitial, vaginal cellulitis, suprapubic pain, urinary hesitation, fever, chills, fatigue, shortness of breath, abdominal pain, vaginal pain, back pain, nausea, diarrhea, thyroid disorder, headache, photophobia, grand multiparity and endometriosis. Previously administered products included for an unreported indication: depo. Concurrent conditions included panic disorder, smear cervix abnormal, acid reflux (oesophageal), anemia, pernicious anaemia, anxiety, asthma, depression, deep vein thrombosis, fibromyalgia and leiomyoma nos. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("got heavier periods/I get excruciating pain- feels like glass moving around. It is a sharp, stabbing feeling. It almost fees like labour pain"), vomiting ("vomiting"), dysmenorrhoea ("periods have been extremely painful"), dysstasia ("cannot stand"), libido decreased ("sex life deeply affected"), dyspareunia ("dyspareunia"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), alopecia ("other (list): hair loss") and tenderness ("tenderness"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia had not resolved and the genital haemorrhage, vomiting, dysmenorrhoea, dysstasia, libido decreased, dyspareunia, urinary tract disorder, allergy to metals, alopecia and tenderness outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dysstasia, genital haemorrhage, libido decreased, menorrhagia, pelvic pain, tenderness, urinary tract disorder and vomiting to be related to essure. The reporter commented: consumer will have the essure removed. She was taking pain pills as treatment. Sometimes she cannot stand when she was on period and felt like she was in labor. My sex life has been deeply effected by it. I have suffered from 2012 to present. Some days cannot stand when I am not on my period and it feels like I am in labor. Discrepancy to be noted in plaintiffs date of birth, previously noted as (B)(6) and in current fu as (B)(6). Discrepancy to be noted in essure insertion date as 2013. The essure was then placed. There was one trailing coil on the right and three trailing coil is on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirms fallopian tube occlusion. Ultrasound scan vagina - on (B)(6) 2018: no evidence of essure devices in the cornual or interstitial portion of the endometrial canals. Probable position of the left essure device lateral to the left side of the uterus and limited visualization of the right essure device if further evaluation of the position of the essure devices is clinically indicated. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: genital bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr were received: lot number was added. Events: genital bleeding, dyspareunia, urinary tract disorder, allergy to metal, alopecia, tenderness were added. Medical history were added. Concomitant drug and conditions were added. Lab data were added. Reporters were added. Plaintiffs address details and date of birth were updated. Essure removal date and removal surgeries were added. Essure insertion date was updated. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.